Event description:
Additional information received from the nurse reports that the event was unrelated to the lens.

Manufacturer narrative:
The lens was never returned to the manufacturer for evaluation. This report was mailed to FDA on: 03/12/1998. Number of persons affected=1.